Event description:
A customer reported that an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support guided the customer through a system check, but no issues were identified the customer reloaded the cartridge and resumed insulin therapy.